Manufacturer narrative:
D3 and h6 updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was not able to be confirmed as no device problem was found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the patient experienced an over delivery of medication. The product fault occurred while in use with the patient at the hospital. Medical intervention was required. There was a patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.